Manufacturer narrative:
Correction: the device was a resolute onyx coronary drug eluting stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An empty shelf carton and pouch was returned to the lab. The account confirmed that the device would not be returned. The stent size on the pouch label and on the shelf carton corresponds with what was reported on gch. The lot number on the pouch label and shelf carton also matches what was reported on gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # no DHR review required; does not meet the requirements of (B)(4) for DHR review. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure and attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion in the distal right coronary artery (rca). The device was not inspected. Negative prep was not performed. The lesion was pre dilated. There were no difficulties noted when removing the protective sheath. The device did not pass through a previously deployed stent. The inflation device did not remain on neutral pressure during delivery of the device. No resistance was encountered when advancing the device. No excessive force was used. It is indicated that during intervention, the stent dislodged in the rca. The stent was removed from the patient with a snare. Another stent was used to complete the procedure. No patient injury reported.